Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6). Batch: 16887620.

Event description:
It was reported that the patient was no longer getting adequate pain relief. The patient underwent an explant procedure wherein all devices were removed. The explanted devices will not be returned.